Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right subcollar adenoma resection under general anesthesia, the suture broke while suturing the incision. An additional suture was open to complete the case. No patient injury.